Manufacturer narrative:
Part was added after invest. Summary. (B)(4) lot and manufacturing date unknown. The original implanted procedure was done (B)(6) 2014. Date returned to manufacturer . (B)(4) utilized to report patient¿s revision surgery. Subject device has not been received. Without a lot number, the device history record review investigation could not be completed. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that:two screws (part # 02.227.100 and 02.227.300) were received without any reported complaint against them. The screws were removed due to a nonunion. The returned screws had minor damage to the threads and various scratches and marks consistent with implantation. There were no issues found with the returned devices. This complaint is confirmed. This investigation summary is approved. No manufacturing or design issues were noted with the returned devices. Additional investigation and a corrective action are not warranted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a patient had a revision surgery on (B)(6) 2015 for a subtalar fusion non-union at (B)(6) surgical center. Removal of (2) 6.5 headless screws and replaced with (2) 6.5 cannulated screws. The original implanted procedure was done (B)(6) 2014. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Change the (alert) date to (B)(4) 2015 to reflect the investigation results. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.